Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining an erroneous troponin (accutni) result within the risk stratification range generated by the access 2 immunoassay system. The erroneous result was not repeated out of the laboratory. The sample was repeated and was within the normal reference range. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Sample was collected in a li heparin gel tube and centrifuged in the stat spin for 5 minutes. Sample appearance was normal and the collection tube was filled to the recommended fill volume. Per the customer, repeat protocol is to repeat all "positive" accutni results on the alternate access system. If there is a discrepancy between analyzers the sample is recentrifuged and repeated on both analyzers. Qc was within the customer's established ranges prior to the erroneous result. A system check was performed on (B)(6) 2011 and met specifications. Service was not dispatched for this event. No clear root cause could be determined for this event.